Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that that this left ventricular (lv) lead was found out to be dislodged. Additional information received indicated that dislodgement was confirmed during predischarge check of the patient. The lead was explanted. No additional adverse patient effects were reported.